Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reporter stated that the insulin pump delivered two 25 unit boluses that the customer did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.